Event description:
The customer reported to a baxter representative a condition of one interlink system solution set,20 dpm, 15 m disc filter, mll administration set being used in conjunction with albumin that was alleged to have "no flow." This occurred during infusion. The customer reported that "upon spiking, opening the vent, removing the end cap of the IV set and lowering the IV set to gravity prime the tubing, no albumin flowed." The nurses on-site reported that they then injected "approximately 6ml of air into the bottle" which "resulted in albumin flow through the tubing." Infusion was reported by the nurse/s as being "slower than usual", and they alleged using a 10ml syringe to "push the flow along", but therapy was concluded with no further incident. The albumin being infused was hung via gravity, and not administered through an infusion pump. There was a patient involved, but there was no report of patient injury or adverse reaction in association with this event. No additional information is currently available.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. The reported product code does not have a 510k number associated with it.

Manufacturer narrative:
(B)(4). Correction: a batch review, for lot gd891812, found one set with kinked tubing during inspection. An additional 32 samples were inspected, of which zero were found with defects. The customer did not report that the condition of no flow was due to kinked tubing.

Manufacturer narrative:
(B)(4).